Manufacturer narrative:
Device codes 2578 and 1212 relate to component code 3038. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the 80% stenosed target lesion was located in a severely calcified and mildly tortuous circumflex artery.

Event description:
It was reported that during an angioplasty procedure, a catheter become stuck on the guide wire. The target lesion was located in a highly calcified circumflex artery. An unknown guide wire was inserted, and crossed the lesion. Two other balloons were used when a 20mm x 3.0mm apex balloon catheter was selected and advanced over the guide wire to the lesion. The physician experienced difficulties crossing the lesion with the balloon catheter. During withdrawal of the balloon catheter, the catheter and the guide wire became stuck together. The catheter and the guide wire were removed from the patient together as one unit. The physician stated the balloon looks "revulsed" and "wrinkled." The physician recommended the patient to come back a different day for a rotablading procedure. The procedure was not completed due to this event. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).